Manufacturer narrative:
Operating room staff reported that the cautery device had not shut off when switch was released. Cautery device was laid in the sterile field, a holster was available but it is unknown why it was not used. This led to a one centimeter burn to the patient's skin; area was treated with a dermaflex dressing, no further medical intervention identified. The cautery device was returned for evaluation. Upon visual inspection, it was noted that the cable on the cautery device was cut which prevented full evaluation and testing of the returned sample. An unused sample from inventory was tested in both the cut and coag modes using varied generator settings and cycles. A root cause has not been confirmed. Due to the reported burn this medwatch is being filed.

Event description:
Patient suffered a minor burn from the cautery device.